Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys total psa (tpsa) assay on different cobas 8000 e 602 modules. The customer has 3 e602 modules with serial numbers (B)(4). It is not clear which module was used for which test. Patient 1: the sample was initially measured on e602 module 1, resulting in a tpsa value of 30.87 ng/ml. The sample was repeated on e602 module 2, resulting in a tpsa value of 19.12 ng/ml. The sample was repeated on e602 module 1, resulting in a tpsa value of 20.70 ng/ml. Patient 2: the sample was initially measured on e602 module 3, resulting in a tpsa value of 81.51 ng/ml. The sample was repeated on e602 module 2, resulting in a tpsa value of 30.79 ng/ml. The sample was repeated on e602 module 1, resulting in a tpsa value of 28.94 ng/ml. The initial results were run on (B)(6) 2022. The repeat testing was performed on (B)(6) 2022. The initial questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The elecsys tpsa reagent lot number was 556314, with an expiration date of 28-feb-2023.

Manufacturer narrative:
Calibration and qc were acceptable. The customer used 13 mm sample tubes with no rack adapter. Product labeling states a rack adapter is "mandatory for tests on e 602 modules in tubes with diameters or less than or equal to 13 mm." Pinch tubing was replaced on (B)(6) 2022. Liquid flow cleaning (lfc) was performed on (B)(6) 2022. No alarms were observed from the day of the event. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.